Event description:
Patient presented to the physician with redness, inflammation, and crusting at both the chest and neck incision sites. Physician prescribed antibiotics and steroids. Patient returned to the physician for a follow-up appointment, where improvement was noted.